Event description:
The customer reported the system displayed images that were half black, thereby displaying uninterpretable images.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired. The system was then found to be operating as intended.